Event description:
It was reported that the patient had a suspected lead fracture. This was not confirmed through imaging.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads upn:m365sc2317700 model: sc-2317-70 serial: (B)(6) batch: 7084344